Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and esc button was indented. Customer stated the insulin pump had failed battery test, rejected brand new battery, cracked on the screen and condensation under the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test motor test or verify unexpected motor alarm, failed battery test alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place.